Event description:
Reference MFR. Report # 1627487-2019-05672,1627487-2019-05674.

Manufacturer narrative:
Concomitant medical product: model 3146, scs lead (2). Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-05672,1627487-2019-05674. It was reported the patient is not receiving effective therapy. It was also reported that patient lost significant amount of weight. Diagnostic system testing indicated multiple low impedance values. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
In the initial report the verbiage ¿diagnostic system testing indicated multiple low impedance values" was reported in error. The correct verbiage is ¿diagnostic system testing indicated multiple high impedance values¿ has been reported in this additional report-2. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: # 1627487-2019-05672,1627487-2019-05674, 1627487-2019-07480. Additional information received that patient underwent surgical intervention where in the all the leads were explanted and replaced. Effective therapy restored post -operatively.